Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging kit would not charge the ilet despite proper orientation, and a replacement charging kit was sent. Symptoms included no clinical effects. Outcomes included no impact on health or daily activities. Investigation included customer troubleshooting and education and assessment of the reported charging performance. Investigation of this case revealed a suspected charging accessory malfunction consistent with a charger or cable/connector issue, and the originally shipped charging kit was not available for return evaluation. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging accessory.